Event description:
Clinical study. It was reported that post coronary artery drug eluting stenting treatment procedure, stent restenosis occurred. The index procedure treated a 100% stenosed, totally occluded lesion located in the ostium of lmca (left main coronary artery) with a 3.50x20mm taxus express2 stent. The lesion was pre-dilated with two balloons at 16 atms. The stent was post-dilated with the stent delivery balloon at 16 atms. The deployed taxus express2 stent was well positioned and well apposed, resulting in 0% residual stenosis. The patient was discharged two days alter on aspirin and panaldine. At 220 days following the index procedure, the patient was hospitalized. At 225 days following the index procedure, a coronary angiography was performed showing 100% stenosis at the lesion site. Percutaneous coronary intervention was performed with the implantation of another manufacturer's stent, resulting in 0% residual stenosis. The patient's condition was improved and was released on day 227 on aspirin and panaldine.

Manufacturer narrative:
It is indicated that the device remains implanted, an analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.